Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned swivel adapter shows that one retainer ring and washer was missing. To resolve all issues, the swivel adapter¿s nylon washers and the retaining rings were replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The swivel adapter was missing a retaining ring and washer. The probable root cause is mishandling or improper disassembly. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00198: a facility reported that the part of the mayfield headrest that holds the head in place came loose/moved away on its own when positioning the head of the patient. The patient was bleeding during the surgery, and a bandage was applied on the patient's wounds. The surgery was finalized by securing the head with the headrest and a foam cushion to hold the head in place in case it slipped again. The surgery time was increased by 1 hour.